Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery to treat an unknown lesion. This 2.0x12mm maverick2 balloon catheter was used to pre-dilate the lesion. The balloon catheter did not experience any difficulty crossing the lesion, once across, the balloon ruptured on the first inflation at 4atms. No information is available on how the procedure was completed. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)